Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test. No motor anomalies were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for drive/motor anomaly were not confirmed during testing. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 10:07:45, (B)(4): general documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.